Event description:
It was reported that after insertion, it was not possible to measure temperature. After removal, the tip of the foley catheter was broken.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Based on the evaluation, observed the tsc wire were slightly kink. Evaluated the catheters and observed the balloons can be inflated and deflated without difficulty. The resistance across the thermistor plug was measured and was able to obtain a reading. Dissected catheter and observed no damage/abnormality at the thermistor wire connection. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion, it was not possible to measure temperature. After removal, the tip of the foley catheter was broken.